Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. G2 foreign: canada investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the calibration and test cut could not be checked due to a stuck ratchet gear on the damaged bottom roll. The ratchet gear, bottom roll, shoulder bolts and 3 washers were replaced and the ratchet was lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the handle of the mesher was stuck. No harm or delay was indicated. Due diligence is complete. No additional information was provided. At product evaluation it was found that test cut could not be checked due to a stuck ratchet gear on the damaged bottom roll. No adverse events were reported as a result of this malfunction.